Event description:
Customer called to report that the pump is not delivering correctly. Troubleshooting for delivery anomaly. Reviewed priming procedures with customer. Pump will be replaced. Nothing further reported.

Manufacturer narrative:
Pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. Pump programmed with multiple boluses and monitored. All boluses delivered properly. No bolus stopping noted.